Event description:
It was reported that during a laparoscopic lobectomy, the knife moved forward automatically on the way of the first firing though the device was not fired. The device was used on the lung. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device fire without the firing trigger being depressed? --- the doctor said ¿yes¿. Did the device deliver any staples? No information. If yes, were the staples formed properly? Na. If yes, was the staple line complete? Na. Did the device cut? No information. If yes, was the cut line complete? Na. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Na. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? No information. Was buttressing material utilized? No information . If so, which product? Na.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.